Event description:
It was reported while using the cool path catheter for an ablation procedure, the irrigation port detached from the proximal end of the handle. The physician exchanged the catheter and completed the procedure with no consequences to the patient. Additional information was requested but is not available.

Manufacturer narrative:
Visual inspection of the returned catheter revealed the luer extension tube broke at the handle edge and separated from the handle. Further functional testing of the catheter could not be performed due to this separation. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with supplier quality. A quality improvement project was initiated to investigate the issue and improve the process. As a result, improvements to the tubing quality and improvements to the internal inspection process have been instituted. Sjm partnered with the vendor of the tubing and determined that the material was not processed with the necessary conditions to ensure optimum tubing quality; the process had been improved by the vendor in order to prevent potentially defective tubing from being utilized during the manufacturing process, sjm has additionally instituted a new testing fixture that improves our ability to detect the nonconforming tubing.